Manufacturer narrative:
(B)(4) it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the job traveler and the historical complaint data for the device could not be performed because the lot number was not reported. Additionally, the supera instructions for use (IFU) states: while maintaining increased magnification, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the distal most position on the handle. Confirm under fluoroscopy that the entire supera stent has emerged from the outer sheath and is released. The investigation determined that the deployment failure appears to be user related. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous superficial femoral artery (sfa). Pre-dilatation was performed. The 6.5mmx120mmx120cm supera self-expanding stent system (sess) could not be fully deployed and was removed without reported issue. Reportedly, the issue occurred because the physician did not unlock the system lock prior to attempting deployment. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new supera sess was used to successfully complete the procedure. There was no additional information provided.